Event description:
This ra lead was implanted on (B)(6) 2002 and was capped and replaced on (B)(6) 2013 for an unknown product performance issue. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).